Event description:
It was rpeorted the device was used during a hand assisted right colon resection, there was a tear on the upper ring; the tear expanded and the whole device blew out or fell apart. Case completed with another device of the same product code. No pt consequence.